Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00699, 0001822565-2019-006700, 0001822565-2019-006701, 0001822565-2019-006702, 0001822565-2019-006703, 0001822565-2019-006704, 0001822565-2019-006705, 0001822565-2019-006706, 0001822565-2019-006707, 0001822565-2019-006708, 0001822565-2019-006709, 0001822565-2019-006710, 0001822565-2019-006711, 0001822565-2019-006712, 0001822565-2019-006714. UDI# - (B)(4). Report source foreign ¿ (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: distal posterior/lateral humeral plate left 5 holes 98 mm length catalog 47235800605 lot 63127295; distal medial humeral plate left 3 holes 78 mm length catalog 47235800803 lot 61242929; 2.7 mm locking screw 30 mm length catalog 47482803002 lot 62881175; 2.7 mm locking screw 30 mm length catalog 47482803002 lot 62565058; 2.7 mm locking screw 30 mm length catalog 47482802402 lot 62693593 qty. 2; 2.7 mm locking screw 30 mm length catalog 47482802202 lot 62745473; 2.7 mm locking screw 30 mm length catalog 47482802002 lot 63062886 qty. 3; 2.7 mm locking screw 30 mm length catalog 47482802002 lot 63115808; 2.7 mm locking screw 30 mm length catalog 47482801802 lot 63115789 qty. 3; 2.7 mm locking screw 30 mm length catalog 47482801602 lot 63322230.

Event description:
It was reported that a plate and screws were removed approximately one year post implantation after the patient was experiencing ulna nerve discomfort. Corrosion was noted on the explants. No additional information is available.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.